Event description:
A surgeon reported that during laser-assisted cataract surgery to the left eye, it was noted that the capsulotomy was incomplete, at the two o'clock position. It was also noted that the pupil had come down in the same area, after completion of the laser phase. The surgeon proceeded to attempt to complete the capsulorhexis with forceps, and a radial, capsular tear occurred. Then, during phacoemulsification, the tear extended into the posterior capsule and created a posterior capsule opening. Eous prolapse also occurred into the anterior chamber. An anterior vitrectomy was performed and a three-piece, posterior chamber intraocular lens (iol) was implanted with sulcus fixation. The case was completed with no further events. In the opinion of the surgeon, it is unknown whether the laser contributed to the event. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).